Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter healthcare for further investigation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Functional testing, pressure testing and clear passage testing was performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set experienced a no flow. This occurred during priming, using gravity, with an unknown solution, while the device was connected to a primary set (baxter product). The reporter indicated that there were no issues with the primary set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.